Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received hardware low level failure alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump was acting funky. The customer changed the battery of the insulin pump and they were unable to get back to auto mode. Self test was performed with the insulin pump. The insulin pump also received a failed battery alarm. Troubleshooting was not performed for the hardware low level failure alarm and failed battery alarm. Troubleshooting was performed with insulin pump for unable to enter auto basal. The device will not return for analysis.